Manufacturer narrative:
The device in question was returned and tested as follows: pump was tested according to the following protocol as described in document (B)(4) protocol flow rate testing report rev b: the analysis of the returned device is complete. The results are below: reported issue found. After calibration pump performing to specification.

Event description:
A healthcare professional reported a pump that is infusing faster than expected. When programmed at 150 millileters per hour, this particular pump completed what should be a 40 minute infusion in 15 minutes. Medication being infused is unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.